Event description:
It was reported that the patient passed out several times and was brought to the hospital, where there was no capture in the right ventricle. Both the device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.